Manufacturer narrative:
Manufacturing site reported that the correct manufacturing date for sn (B)(4) is december 2012 and not 9/16/2013 as provided in the initial report. Additional info: to address failure confirmation and probable cause multiple attempts have been made through the field service team to obtain the patient database file and other pertinent data for review. No results or data has been returned as of 22-apr-2016. A review of the records related to this equipment shows a software problem. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There is not a recognizable adverse trend based on the trend review and risk evaluation. The system meets all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that he was using the catalys laser and that the phaco incision came out at 180 degrees from the intended position in the patient's right eye. The incision was seen nasally and surgeon had to create a manual incision in order to proceed with the cataract surgery. Account reported they checked all of the information prior to completing the treatment, and everything looked correct. However, the incision still ended up in the wrong place. Patient is doing fine and no complications were observed. He mentioned that the lri incisions were in the right place.